Event description:
Additional information was received from the patient. They reported that they never know when its going to shut off, it just does it on its own. They indicated that they did not plan to go to their healthcare provider (hcp) about the issue and that the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced an issue where the stimulation would r andomly turn off by itself every so often. The patient noted that the stimulation would indicate "stimulation is off" despite the implantable neurostimulator not being low on power, and they carried the controller in their purse. Troubleshooting steps included explaining potential sources of the issue and suggesting the patient monitor the situation and follow up with a healthcare professional if it persisted.

Event description:
Patient called back stating their stimulation was still turning off on its own, even when the implant battery is charged to 80% and noted this has happened several times with the last occurrence being a couple of weeks ago. Patient added that today while charging the implant the controller began beeping and "froze up." Patient noted the controller was red and the implant was at 80% when this occurred and, after reset, the controller still showed red and the implant showed 100%. Patient reported no visible damage to the stimulation on/off button, but noted it was hard to press down; patient denied any rattling noise inside controller. Agent had patient remove the battery pack and plug the controller into the ac power supply; patient confirmed the controller powered on. Patient re-inserted the battery pack and confirmed green light was flashing above the screen with controller at 60% and implant at 100%. Due to the nature of issues patient has been experiencing, a request was sent to the repair department for replacement controller.

Manufacturer narrative:
Additional information has been updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back repeating information from previous call and that they received the battery pack replacement. Patient mentioned that the battery pack does not fit in the controller and was too thick and the back door does not close. Agent walked patient through trying to sit the battery pack but it was too thick and there was no back door to swap with. Patient asked if it was normal that they charged the stimulator monday and it was already down to 40% and the implant was at 90%; agent reviewed information. Patient asked for implant date because according to their ID card the date was wrong because of their age; agent reviewed information with patient. Agent sent a request to repair to replace the battery pack. Upon further review and per repairs request, agent re-submitted a repair request for controller back door. Agent sent request to repair for large battery compartment cover. Upon further review and request per repair, agent canceled the battery pack replacement order. Agent called service and repair customer service and had order canceled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.